Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of "high" on cgm. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was using their cartridge and insulin beyond labeling, and the customer testing strips were expired. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem user guide "wash your hands, make sure your bg test strips have been stored properly and are not expired, and make sure that your bg meter is properly coded (if required). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.